Event description:
Pt had active profuse hemorrhaging from bleeding esophageal varices. All attempts at ligation were unsuccessful. Bard rapid fire multiple band ligator used. The device blocked the scope suction channel despite multiple scopes and multiple ligators being used. The pt did expire the following day.